Event description:
It was reported to philips that the customer had 2 batteries that were out of order.

Manufacturer narrative:
Complaint evaluation: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to faulty batteries. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the batteries. The customer ordered replacement batteries to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's battery was not working. There was no patient involvement.